Manufacturer narrative:
On (B)(6) 2015, an fse was dispatched to the customer site to address the reported event. The fse replaced the cup reader camera. The ala-360 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to failure of cup reader camera. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported intermittent ae flags with the ala-360 analyzer. The customer is unable to run bhcg, lhii, prog, and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in discrepant results and delayed reporting bhcg, lhii, prog, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.